Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was returned and the nail is visually conforming to the print. It is verified that the set screw will not move in either direction. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, the set screw would not turn in either direction. It could not advance from the original position. Therefore, the surgeon had to use a backup device to complete the procedure.